Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2014, a 19mm trifecta valve was implanted during an aortic valve replacement. The native aortic valve annulus was measured as 25mm. On (B)(6) 2024, the patient presented with symptoms of heart failure, including shortness of breath and palpitations. An echocardiogram revealed aortic regurgitation. On (B)(6) 2024, the valve was explanted, and a hole was found in the non-coronary cusp (ncc) of the valve. It was observed that there was a suture near the area, and it was believed that this suture adhered to the ncc, causing the hole. Pannus and calcification was also noted on the valve. A 23mm epic plus valve was implanted. The patient was reported as stable.

Manufacturer narrative:
Explant due to heart failure, including shortness of breath, aortic valve insufficiency and torn cusp was reported. The device was returned to abbott for analysis and the investigation found that the sewing cuff was observed to be torn. Cusp 2 was observed to be torn. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met specifications. The cause of the reported aortic valve insufficiency to be related to the patient condition (pannus formation). However, the cause of the pannus formation could not be conclusively determined. The cause of the tear could not be conclusively determined; however, the fibrous pannus ingrowth noted had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability. The reported hospitalization and surgical intervention were a result of case-specific circumstances as the valve was explanted and a replacement valve was implanted. Per the information available abbott cannot further speculate on why the reported event occurred.

Event description:
It was reported that on (B)(6) 2014, a 19mm trifecta valve was implanted during an aortic valve replacement. The native aortic valve annulus was measured as 25mm. On (B)(6) 2024, the patient presented with symptoms of heart failure, including shortness of breath and palpitations. An echocardiogram revealed aortic regurgitation. On (B)(6) 2024, the valve was explanted, and a hole was found in the non-coronary cusp (ncc) of the valve. It was observed that there was a suture near the area, and it was believed that this suture adhered to the ncc, causing the hole. Pannus and calcification was also noted on the valve. A 23mm epic plus valve was implanted. The patient was reported as stable.